Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 30-oct-2023, the following additional information was obtained: system functionality was checked upon powering up the system. The system initially powered on without errors. Not long after powering up, the unrecoverable error message occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse verified the u-02 errors on the erbe generator and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The iesu was analyzed and triggered a u-02 error on an in-house system at startup. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a u-02 error occurred on the erbe generator. The site had removed the cables on back of the erbe generator and restarted the erbe generator with no change. The site attempted to use a force triad generator to complete the case; however, they were not able to use it. The procedure was aborted. There were no reports of patient injury.